Event description:
It was reported that the patient's left hip was revised due to dissociation of the constrained liner from the shell. Surgeon reported that a contributing factor was that the patient may have not had a full understanding of the available range of motion after hip replacement. The shell and liner were revised to competitor implants. The explants are expected to be available for return and the rep can provide pictures. Rep otherwise confirmed that no further information will be available from the hospital or surgeon.

Event description:
No new information.

Manufacturer narrative:
Reported event: an event regarding disassociation involving a trident liner was reported. The event was confirmed. Method & results: product evaluation and results: shell and constrained liner including a v40 metal head were returned for evaluation. Visual inspection of the returned device indicated bone in-growth in the exterior of the device. Damage observed on the exterior which appears consistent with contact with explantation tooling and the time the device spent implanted. The liner was detached from the shell. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as lot code information was unknown. Complaint history review: could not be performed as lot code information was unknown. Conclusions: it was reported that the patient was revised due to disassociation of the liner from the shell. Shell and constrained liner including a v40 metal head were returned for evaluation. Visual inspection of the returned device indicated bone in-growth in the exterior of the device. Damage observed on the exterior which appears consistent with contact with explantation tooling and the time the device spent implanted. The liner was detached from the shell. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.